Event description:
It was reported that the device restarted on its own, and code 3007 and 1101 were observed in the significant log. The device was in patient use at the time of the reported event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer has a v60 that restarted on its own. The biomed verified code 3007 and 1101 in the significate log. The remote support engineer (rse) noted that code 3007 was a miscellaneous event, and no action was required. The rse noted that code 1101 would require a reinstallation of the operational software. The device was reported to have software 3.00 and hft. The customer reported that software 3.0 was successfully reinstalled. The customer allowed the device to ventilate in s/t mode overnight (the mode that was in use). The device was recircuited and returned to service.